Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, the suture was not completely covered in the outer packaging, and part of the suture was outside the packaging. It was also reported that the suture thread broke and the surgeon believed that the problem was packaging. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic and visual inspection noted that an opened foil pouch was returned. No breaches were noted in the packaging, except for the opening site. The visual inspection of the returned sealed products noted one suture and one needle. Microscopic inspection of the suture noted signs of breakage. The needle was broken around the middle, with both halves returned. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of needle broken that has no relationship to the reported condition. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.